Event description:
It was reported that the patient's stimulation stopped the previous night out of the blue, leading to acute pain. The patient rolled over and could feel stimulation, but when he later rolled over again he did not feel it. The patient checked the device and confirmed it was turned on. He tried each of the groups and had no response even after going up to 10v.

Event description:
Additional information received from the hcp reported that the patient experienced a sudden loss of function from the stimulator. There was questionable dysfunction of the battery and lead breakage. The battery was replaced and it was reported there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4): analysis of the neurostimulator model 37711 serial (B)(4) found no anomaly. Analysis of the plug model 3550-29 lot n066739 found no anomaly.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3998, lot# la8192, implanted: (B)(6) 2002, explanted: na. Extension: model 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Adaptor: model 355029, lot# n066739, implanted: (B)(6) 2006, explanted: na. Programmer: model 37742, serial# (B)(4).